Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heart mate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported ventricular arrhythmia could not be conclusively established through this evaluation. The patient was transplanted on (B)(6) 2023. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heart mate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the hm3 lvas. Additionally, section 6, "patient care and management", lists arrhythmia as a potential late post implant complication that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced ventricular tachycardia (vt). Their symptoms were dizziness and chest pain. They also experienced presyncope and diminished flow due to the arrhythmia. Cardioversion was performed in another hospital, then amiodarone was started. The arrhythmia resolved. The patient was noted to have arrhythmogenic cardiomyopathy prior to implant. The vt in this event was not considered to be device related.

Event description:
It was reported that the patient experienced ventricular arrhythmia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.